Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the drain line tubing from the rinse block was loose. The fse replaced the tubing, resolving the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the rinse block of the coulter lh 750 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.